Event description:
It started as respiratory failure. The second time my stomach was getting sore on one side. No one knew why. So, using the trilogy 100 it was the second trilogy machine I was using then was replaced after what happened. I woke up in the morning with my stomach black and blue, coughing all night long. When I first started using the trilogy I did not like what happened. I called my doctor, and they told me to go to the emergency room. They did not know what was going on with my stomach. The (B)(6) hospital thoracic surgery (B)(6), the doctor said I have a hernia lung. He didn't want to go in and fix it because it may cause more damage. Now I am using a different machine for my breathing. I started losing weight, I wasn't eating. All test lab results are with hospital and doctors. (B)(6) healthcare. .